Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0903c03) was reported to be showing blinking stripes after setting the dose. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose display. It was unknown if this humapen memoir was continued. Refer to results/conclusion section. Update (B)(6) 2009; additional information received (B)(6) 2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; added refer to results/conclusions section to narrative.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0903c03) was reported to be showing blinking stripes after setting the dose. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose display. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy, on behalf of a customer, returned to the manufacturer a complaint device because the pen displayed blinking stripes after setting the dose. The device batch 0903c03 was manufactured in march 2009. The initial investigation found missing dose number segments and the reset mode reoccurring reset mode. A detailed investigation found liquid ingress, glass shards and scratches around the inner circumference of the threaded front housing. These observations are consistent with a broken cartridge being the likely source of the liquid ingress into the pen, leading to the reset mode error and missing dose number segments. Users are typically aware of these malfunctions. The directions for use prohibit continued use. Malfunction confirmed. There is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.